Manufacturer narrative:
Follow-up #1: date of submission 10/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the pump was returned with moisture in the battery compartment. A leak test was performed and failed indicated a battery compartment leak. Additionally the battery compartment was cracked along the side. The pump was opened and there was no moisture found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was noted that there was damage to the battery compartment and there was moisture within. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.